Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0280, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she was not the same person she was before essure and her life and body changed after 2012. She didn't wanted a tubal ligation, so after she went to the outpatient part of the office she was put to sleep and woke in recovery room laying in sheets that were soaked with blood and green stuff. She had extreme bloating, extreme hair loss, chronic pelvic pain, teeth decaying, mood swings, break out in bumps, her piercing all got infected and could no longer wear earrings due to she was allergic to nickel which she had no idea essure had nickel in it, extreme wait gain over 65lbs and her periods were so bad she could not leave her house for the first 2 days and she also had cramps, hurt to walk to sit to lay down to play to bend to cook to anything. She would had to have a hysterectomy to remove essure. No additional details were provided. Technical analysis received on 14-sep-2015: ptc global number: (B)(4). Technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-ups identified on 17-oct-2015 and 19-oct-2015 (upgraded to incident): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1612, and FDA-2014-n-0736-1948). Consumer reported that she is a woman who has been healthy never had any surgeries and she is 43 years old. She had essure placed in 2012 and a month later she noticed she had a lump in her throat area and as the months went by it got bigger and bigger, finally she knew something is wrong. She then went to a specialist and he told her she has an abnormal lipnoid and had throat surgery 1 week later and now she has a horrific scar on her throat. Since then a list of problems since essure being implanted: weight gain 65 lbs, hair thinning falling out (lost hair), anxiety, out of control chronic pain everywhere, but mostly pelvic area pain while having sex poking and pinching, lost sex drive, tattoos flared and she was very bloated. A month after insertion, she looked like she was 4 months pregnant and then 12 months pregnant. She could not get out of bed, she had no desire to and her bleeding while on menstruation was horrible (periods horrible). She just wanted to die and the list goes on. She could not wear earrings and she has depression. Essure gave her endometriosis. She had a hysterectomy on (B)(6) 2015 and she is down 17 lbs, the bloating has gone away, tons of side effects went away when her doctor removed that horrid device from her body. The reason why she decided on essure was because she did not want to be cut. Essure was supposed to be non invasive and it was not. She was put to sleep and woke up in a bed full of green stuff and blood and now her worst nightmare came true: she had to have a hysterectomy to remove these devices from her body. Product technical complaint analysis received on 04-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she was put to sleep and woke in recovery room laying in sheets that were soaked in blood and green stuff (interpreted as post procedural haemorrhage). A month after insertion, she noticed a lump in her throat, an abnormal lipnoid (interpreted as pharyngeal mass) and had a throat surgery. She also had chronic pelvic pain. She had a hysterectomy approximately 3 years after essure insertion. These events are serious due to their medical importance. The post procedural haemorrhage and chronic pain are listed while the pharyngeal mass is unlisted. Considering the nature of post procedural hemorrhages and chronic pain and the suggestive temporal relationship, a causal relationship with essure cannot be excluded. In contrast, considering that the lump was diagnosed a month after insertion, the temporal relationship is considered incompatible. In addition, essure has a localized action in the fallopian tubes and it is unlikely that it would cause this event. Therefore, the pharyngeal mass is assessed as unrelated to essure therapy. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Legal claim received on 03-may-2016: the plaintiff had essure implanted in (B)(6) 2010. As a result of essure, she suffered from severe pelvic pain, decaying teeth, hair loss, migraine headaches and extreme menstrual changes. In (B)(6) 2015, the plaintiff had to have a hysterectomy. Company causality comment this is a non-medically confirmed, spontaneous case report that is now under litigation. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she was put to sleep and woke in in recovery room laying in sheets that were soaked in blood and green stuff (interpreted as post procedural haemorrhage). A month after insertion, she noticed a lump in her throat, an abnormal lipnoid (interpreted as pharingeal mass) and had a throat surgery. She also had chronic pelvic pain. She had a hysterectomy approximately 3 years after essure insertion. These events are serious due to their medical importance. The post procedural haemorrhage and chronic pain are listed while the pharingeal mass and throat surgery are unlisted. Considering the nature of post procedural hemorrhages and chronic pain and the suggestive temporal relationship, a causal relationship with essure cannot be excluded. In contrast, considering that the lump was diagnosed a month after insertion, the temporal relationship is considered incompatible. In addition, essure has a localized action in the fallopian tubes and it is unlikely that it would cause this event. Therefore, the pharyngeal mass and throat surgery are assessed as unrelated to essure therapy. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring and since upon follow up, a legal claim was received. Further information will be obtained through the litigation process.

Manufacturer narrative:
Correction 16-nov-2015 following company internal coding review: the previous event term "horrific scar on her throat" was recoded to meddra llt " pharyngeal operation". Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she was put to sleep and woke in recovery room laying in sheets that were soaked in blood and green stuff (interpreted as post procedural haemorrhage). A month after insertion, she noticed a lump in her throat, an abnormal lipnoid (interpreted as pharingeal mass) and had a throat surgery. She also had chronic pelvic pain. She had a hysterectomy approximately 3 years after essure insertion. These events are serious due to their medical importance. The post procedural haemorrhage and chronic pain are listed while the pharingeal mass and throat surgery are unlisted. Considering the nature of post procedural hemorrhages and chronic pain and the suggestive temporal relationship, a causal relationship with essure cannot be excluded. In contrast, considering that the lump was diagnosed a month after insertion, the temporal relationship is considered incompatible. In addition, essure has a localized action in the fallopian tubes and it is unlikely that it would cause this event. Therefore, the pharyngeal mass and throat surgery are assessed as unrelated to essure therapy. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.